Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 26 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a left knee revision due to polyethylene dislocation. The surgeon indicated the tibial insert was not secured to the tibial component, and the tibial component was inspected and was intact, and a new insert snapped into the tibial tray. The surgeon made no comments regarding the femoral, nor patellar components and they were not revised. The patient was implanted with an attune tibial insert, and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2016; (lt knee).

Event description:
Medical records was received indicating that the revision operative notes 08/16/2021 indicate the patient received a left total knee revision due to pain and swelling. Upon entering the joint, the tibial tray was noted to be grossly loose at the cement to implant interface. The tibial tray and insert were revised ¿ no indication of deficiency relating to the tibial insert. The surgery was completed without indication of complication by the surgeon. Doi: tibial component 03/28/2016 doi: insert (B)(6) 2016 ( revision captured on this (B)(4)) dor: tibial component and insert (B)(6)2021

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical and impact codes)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.